Event description:
It was reported that the patient presented for a follow-up in clinic. The pacemaker was found in back-up vvi mode. Programming changes were made. The patient was in stable condition.